Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a lack of effect, noting they had to pee constantly since her trial started in (B)(6) 2015. Overstimulation occurred as stimulation was too high; it started to hurt when the patient increased settings higher than 1.2 volts. Stimulation was not felt at 1.2 volts, but was felt at 1.3 volts. Additionally, the patient had a urinary tract infection (uti) after the trial started. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information.